Manufacturer narrative:
Updated data: b4,e2,e3,g3,g6,h2,h10,h11corrected data: b5

Event description:
It was reported that during routine control, the cardiosave intra-aortic balloon pump (iabp) does not charge the battery.

Event description:
It was reported that during routine ch;eck, the cardiosave intra-aortic balloon pump (iabp) does not charge the battery. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not charge the battery.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer spoke on the phone. The unit was detected outside the car, causing the battery discharge. The unit was attached to the cart and a check and functional test was carried out. The issue was resolved by the customer. H3 other text: not returned to manufacturer.

Event description:
N/a.